Event description:
The facility representative reported a colleague infusion pump with a display problem in which the bottom half was cut off. This condition had the potential to interrupt delivery. It is unknown when the event occurred; however, it was identified in the "central supply" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a display problem with the bottom half cut off was confirmed by baxter personnel during product evaluation. The root cause was assigned to the bottom half of the display cut off. The main display assay was replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.